Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the she felt like her implant was not working for her symptoms anymore and she felt like she was back to square one with her symptoms. Patient stated her implant was on and patient increased stim to 1.1v because she was on 0.9v. Patient confirmed she had not tried different programs because she did not remember she had more than one program. Therapy expectation was reviewed with the patient and patient was told, if one program was not helping, patient might discuss changing programs with healthcare profession hcp as the patient programmer (pp) had the ability to hold 4 different programs. Patient reported no falls. Caller was redirected to hcp to check if changing of program would help with symptoms. No further symptoms reported. No device complications reported/anticipated. Additional information was received. Patient reported having an infection with possible kidney stone, therefore the pressure and dis comfort was too much